Event description:
It was reported that the patient presented to a healthcare provider (hcp) who had not managed a pain pump as the patient was no longer seeing the managing physician. The hcp stated that the patient was ¿not sure that it¿s quite working¿. The patient told the hcp that the battery was supposed to be running out but was not sure if it was still working. The hcp was trying to decide whether or not to keep the pump implanted and whether or not the pump was ¿doing anything¿. The patient felt like he used the pump and it ¿doesn¿t do anything anymore¿. The hcp was unsure if the pump was not working or if the patient had developed a tolerance to the medication. The hcp thought the issue had been occurring for several weeks. The device system delivered dilaudid. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), (B)(4).

Event description:
Additional information received from a consumer reported the patient's pump had failed resulting in withdrawal, pain, spasticity, hospitalized, and surgery to replace the pump on (B)(6) 2014.